Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to troubleshoot with tandem technical support. Multiple attempts were made to follow-up with the customer on the reported issue, but no response was received.